Event description:
Customer attempted to test on the aviva meter but was unable to obtain a result due to an error code within specifications. Customer had been sweating all day. Customer called the emts who tested his blood sugar on their meter and obtained a result in the 200 mg/dl range. Customer was not treated by the emts. Emts transported customer to the hospital where customer was treated for high blood sugar (specific treatment not provided). Customer was admitted to the hospital for 3 days. Customer is currently feeling fine. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.